Manufacturer narrative:
(B)(4). Date sent: 12/22/2023. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Were there other contributing patient factors? Please explain. Did the surgeon experience any difficulties with the stapler during the original procedure? Did the staples deploy in the appropriate b-shape form? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the event occurred in the post-discharge from hospitalization for right video laparoscopic hemicolectomy surgery in a patient: post op surgery dueto peritonitis on the ninth postoperative day with intraoperative finding of dehiscence of a large portion of the mechanical suture of the ileocolic anastomosis packaged by linear suture echelon 60 charged blue . Regularly approximated, tension-free, vascularized intestinal abdomen with intact enterotomy suture. This dehiscence, in the absence of ischemic or occlusive phenomena, is considered unusual suggesting an alleged impaired functioning of the medical device used for the packaging of the anastomosis itself.